Event description:
Device malfunction: dislodgement. Time of malfunction: during prep. Symptoms/ae: none. It was reported that during prep before the procedure, the herculink stent came off the balloon during unpacking and was found located in the protective sheath. There was no patient involvement in this incident. No additional information is available.